Manufacturer narrative:
The motion controller was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The motion control box was installed in a known good system and no failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the motion controller was not functioning as needed. "Door open" was found on the pendant when the door was closed and the rotor could move. The motion controller was replaced. Rad and flouro calibration was performed. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that "door open" appeared on the pendant even though the door had been closed. The calendar needed to be adjusted; the pc lost its date. There was no patient present when this issue was identified.

Manufacturer narrative:
The motion controller was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The motion control box was installed in a known good system and no failure was found. If information is provided in the future, a supplemental report will be issued.